Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Review conducted of the fluoroscopic images reveals a potential for an air embolism if the balloon ruptured. An air embolism can cause a no reflow situation which usually resolves and is self-limiting in the peripheral vessels. The balloon in this case may not have been prepped well.

Event description:
The nanocross balloon was inflated to 6 atms but was unable to fully inflate. Fluoroscopic images show a pocket of air at the distal end of the nanocross balloon. The balloon was removed from the body and showed two areas where the balloon had not inflated. No injury to the patient reported.